Manufacturer narrative:
On june 10, 2022, mentor became aware that patient has a planned explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor smooth round moderate profile saline breast implants experienced bilateral breast pain and anisomastia post procedure. Patient stated that her breasts are sore, left breast is larger and looks flat and right breast has a strange sensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 18, 2022, mentor became aware that patient experienced bilateral capsular contracture baker grade unknown post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, mentor received additional from the patient regarding the complaint. The patient confirmed having breast pain after her breast implantation. According to the patient, her breast also had looked "lopsided" because her surgeon did not fill the same amount on both sides. Manufacturer¿s reference number: (B)(4).